Event description:
It was reported that an annual pm failed. "Check clutch/plunger lever" error popping up when performing occlusion test.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and check clutch/plunger lever error was recorded in history related to reported problem. During analysis, the reported issue was unable to be duplicated. Service replaced clutch half's left and right with leadscrew and spring as a preventative measure.